Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 540mg/dl and insulin pump alarmed for no delivery. Customer treated high blood glucose with syringe and customer¿s current blood glucose was 222mg/dl. Customer experienced symptoms like thirsty and eyes are messed up. Customer states that drive support cap was normal. Customer reports alarm did not occur during manual prime. Customer advised to monitor the blood glucose and call back if issue occurs again. Insulin pump will not be return for analysis.